Event description:
It was reported that during right internal carotid artery (ica) stenosis case, physician encountered difficulty deploying subject stent and when force was applied, the tip of the subject stent was deployed, but it migrated to a lower position and was unable to cover the intended target lesion. Subject stent was re-captured by an intermediate catheter and was deployed in the catheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was deployed and not returned. The subject stent delivery catheter was seen to be flat in numerous areas 119cm and 120-121cm from the proximal end and the delivery catheter tip was seen to be damaged. The subject stent stabilizer was seen to be kinked/bent at the proximal end. Functional testing revealed slight friction while advancing the subject stent stabilizer from the delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes stent failed/unable to deploy and stent dislodged/migrated could not be duplicated as the subject stent was not returned and, per the product condition update, had been deployed by the operator on purpose. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information received indicate that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to be set up and maintained and the patient¿s anatomy was described as moderately tortuous. It was reported that the operator prepared and flushed a 4.5x20 stent to deploy. However during deployment, the operator found the stent was hard to be deployed. Added some force to push and tip of the stent was deployed but the stent migrated to lower position of the stenosis during this procedure and could not cover the lesion. The operator used middle catheter to advance and deployed the stent in the middle catheter and withdrew out, and then used another 4x20 stent to finish the procedure. The percentage stenosis and calcification at the lesion was reported as 80 percent. The subject stent was not returned for analysis. Per the product condition update provided by the user, the subject stent was not deployed prematurely during the procedure inside patient's body. It was pushed out after the procedure by operator on purpose. The subject stent delivery catheter was flattened at several points along its length and the distal tip was also damaged. The subject stent stabilizer was kinked/bent near the proximal end of the device. During functional testing there was slight friction noted between the subject stent stabilizer and the delivery catheter. Damage to the stabilizer most likely occurred due to the difficulty experienced when attempting to deploy the subject stent. It is not clear why there was an initial issue deploying the subject stent, but some possible reasons include the severe stenosis and calcification of the patient¿s anatomy (80%) and the tortuosity of the patient¿s anatomy. The as reported codes stent failed/unable to deploy and stent dislodged/migrated as well as the as analyzed codes stent delivery catheter flat/crushed, stent deliver catheter deformed, stent stabilizer kinked/bent and stent stabilizer/catheter friction will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors and/or anatomical factors during use.

Event description:
It was reported that during right internal carotid artery (ica) stenosis case, physician encountered difficulty deploying subject stent and when force was applied, the tip of the subject stent was deployed, but it migrated to a lower position and was unable to cover the intended target lesion. Subject stent was re-captured by an intermediate catheter and was deployed in the catheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.